Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic technical services (ts) tested the suspect navigation system. The representative was unable to replicate the reported issue.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system displayed that there was low system memory. The reported issue occurred when importing two image acquisitions from a medtronic imaging system. The reported issue occurred when deselecting and reselecting images. The representative continued to planning in the application software. The reported issue occurred during training at medtronic navigation during training, therefore was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The evaluation found that the ram of the computer was almost full. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.